Event description:
It was reported following a successful biopsy procedure, upon removal from the patient, a burr was noted on the outer cannula of this biopsy needle. The patient's condition is good. This device is currently being evaluated by this manufacturer. Upon completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. User technique during preparation of this device may have contributed to this event. However, company is unable to determine the exact cause for this event. Company directions for use states: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do no use or attempt to repair...waring: test firing the needle without stabilization may damage teh cannula tip...do not leave the needle cocked with the springs under tension until ready to use".